Manufacturer narrative:
Report source other: gcs technical connectivity support engineer. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device not charging. Physical inspection found the power supply burnt, causing the reported error. This burnt power supply then proceeded to burn the left and right frame, as well as the rear case. Physical inspection also found the right and left iui corroded, as well as the front case cracked. There was no patient involvement.

Event description:
It was reported that the device not charging. Physical inspection found the power supply burnt, causing the reported error. This burnt power supply then proceeded to burn the left and right frame, as well as the rear case. Physical inspection also found the right and left iui corroded, as well as the front case cracked. There was no patient involvement.

Manufacturer narrative:
(B)(4).